Event description:
Related manufacturer reference number: 3006705815-2019-01437.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-01437. It was reported that the patient experienced a possible infection at the trial lead site. As a result, the patient was hospitalized and underwent surgical intervention wherein the leads were explanted. Later, the patient was discharged from the hospital and prescribed oral antibiotics.